Manufacturer narrative:
Technician replaced stem and horn to fix problem. No accident reported. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged brakes will hold, but spin when pushed from the side.